Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic complaining of an intermittent sharp pain in the chest. The right ventricular lead exhibited an elevated capture threshold. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.